Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek.

Event description:
Healthcare professional reported "unable to extract the inner package from the outer" and " the peeling of the package is usually leaving a layer of the peeled paper on top of the inner package". The device was not implanted and was discarded.